Event description:
Baby scale readings inaccurate by 5-10% wt differences. Biomed has calibrated and attempted to remedy the issue, and when the scale reads their test using a 10 pound weight it reads accurately, but when weighing a moving infant the weights are consistently off by 5-10% of the actual weight.====================== health professional's impression======================scale does not read accurately and consistently especially with infant moving intermittently.